Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see the investigation findings below: the complaint report refers to product code (B)(4), non-vented with straight tip with lot number 422029864, manufactured on 08/08/2014. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample with lot number 422029864 was received and after performing visual inspection, the reported condition was confirmed. Current molding process conditions were evaluated to confirm if there is a condition present that would produce this type of issue. In addition, an evaluation of the machine was done to see if any anomalies were observed and all procedures are being followed accordingly. A potential root cause identified was that during the molding process the material could have degradation and weakness on the product tip. Material degradation can be due to wear of the barrel and crew of the molding machine. As a corrective action, the check sensor was changed, accessories were cleaned for contamination, and barrel and crew were cleaned. The current process is running according to product specifications meeting quality acceptance criteria. We will continue to monitor the process for any adverse trends that require immediate attention. This is considered an isolated incident. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
Per additional information received from the distributor, the customer stated that the incident occurred on (B)(6) 2014. The customer reports that they were approximately 15 minutes into an exploratory laparotomy on a (B)(6) person when they discovered that the tip was missing. At the end of the case, an x-ray was ordered and additional anesthesia was administered to the patient.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a yankauer. The customer reports that the hospital was doing an exploratory surgery and the tip broke in the patient. The hospital did a xray and can not see it and they do not know if the tip is still in the patient. The customer further states the patient got sick. Upon further clarification from a covidien clinician, the reported incident is more clearly described as, a yankauer suction tip was reported to have broken off during exploratory surgery. An x-ray performed post this incident did not find the tip within the patient.